Event description:
It was reported that 10 relion® insulin syringes experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: material no: 328521 batch no: 9343416. Verbatim: relion consumer reported, needle hub separate lot: 9343416 catalog: 328521 date of event: (B)(6) 2020 additional 9 affected but "date of event", unknown.

Manufacturer narrative:
H.6. Investigation summary customer returned (1) 3/10cc, 6mm, 31g relion syringe in an open poly bag from lot # 9343416. Customer states that the needle hub separated. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 relion® insulin syringes experienced hub separation from the device which was noted prior to use. The following information was provided by the initial reporter: material no: 328521 batch no: 9343416. Verbatim: relion consumer reported, needle hub separate. Lot: 9343416, catalog: 328521, date of event: (B)(6) 2020. Additional 9 affected but "date of event", unknown.